Manufacturer narrative:
Combination product: yes. The returned device was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation of the returned device revealed that the stent is deformed in its center. Two stent struts are bent outwards. Microscopic analysis revealed stent imprints on the exposed balloon surface, indicating that the bent struts were initially crimped on the balloon. Outside of the deformed zone the crimped diameter of the stent complies with the specification. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined.

Manufacturer narrative:
Combination product: yes.

Event description:
After pre-dilatation of a moderately calcified lesion (80 percent stenosis degree) in a mildly tortuous middle part of the lad, the orsiro mission drug-eluting stent system was advanced but could not be positioned within the lesion. The device was withdrawn with difficulty. Outside patient it was noted that struts in the midsection of the stent had distorted.